Manufacturer narrative:
Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported that the tubes are underfilling and providing erroneous results with a unspecified bd vacutainer¿ sst blood collection tubes. The following information was provided by the initial reporter: (5 of 6 complaints) experienced less vacuum when close to expiration date; identified lot # for sst and reported to bd. Was advised to use another lot number.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the tubes are underfilling and providing erroneous results with a unspecified bd vacutainer¿ sst blood collection tubes. The following information was provided by the initial reporter: (5 of 6 complaints) experienced less vacuum when close to expiration date; identified lot # for sst and reported to bd. Was advised to use another lot number.